Event description:
Related manufacturer reference number: 2017865-2022-11011. Related manufacturer reference number: 2017865-2022-11013. It was reported a patient's right ventricular (rv) lead presented with noise and inhibition of pacing that led to inappropriate device charging on the implantable cardioverter-defibrillator (ICD). The rv lead and ICD were explanted and replaced in a procedure on (B)(6) 2022. During procedure, the new rv lead was not able to be implanted and insulation compromise was noted. Another rv lead was used for replacement to successfully complete the operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events of noise and insulation damage were confirmed. As received, a complete lead was returned in one-piece. Visual examination found one external insulation abrasion breaching all the lumens, the ring electrode and right ventricular cables were also breached/separated, the ptfe liner was found to be breached exposing the inner coil, consistent with friction to another device or feature of patient¿s anatomy. The cause of the reported events was isolated to the exposed cables and inner coil at the abrasion zone.